Manufacturer narrative:
Surgeon reported talar component loosening observed at office visit. Poly core was intact. Review of mfg records showed no anomalies.

Event description:
Pt had the star ankle poly core and talar component replaced.